Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6mm x 15mm palmaz blue on aviator plus stent delivery system (sds) was delivered to the target lesion; however, the balloon was unable to be inflated. There were no reported injuries to the patient. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received. Complaint conclusion: as reported, a 6mm x 15mm palmaz blue on aviator plus stent delivery system (sds) was delivered to the target lesion; however, the balloon was unable to be inflated. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will be returned for evaluation. A non-sterile unit of ¿blue/aviatorplus 6x15/142p pkg¿ device was received for analysis coiled inside of a clear plastic bag. A thorough inspection revealed that the struts on the stent's proximal and distal edges are exhibiting an uplifted condition. However, upon reviewing the sample image, no damage was observed. This suggests that the damage occurred after the device was returned, likely due to decontamination and/or shipping. The balloon arrived deflated, and the stent was not properly mounted in its manufacturing position. No other significant details were noted. A functional test was performed. An inflator/deflator device was attached to the inflation port, and a balloon inflation test was conducted by applying positive pressure to reach the burst pressure. The balloon inflated, and the stent expanded as expected. No inflation difficulties or delays were observed, and the pressure remained steady. The reported ¿balloon inflation difficulty unable¿ was not verified during analysis of the returned device as the balloon inflated with no difficulties during functional testing, the stent was properly expanded. The exact cause of the issue experienced by the customer could not be determined. Therefore, based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer as no anomalies were found on the returned device. According to the instructions for use, which are not intended to mitigate risk, ¿prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Consider the use of systemic heparinization by flushing the device with sterile heparinized saline or similar isotonic solution. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. Preparation of stent system: a. Remove the inner package from the box. B. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. C. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. D. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. E. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. F. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. G. Attach a three-way stopcock to the catheter¿s inflation port. H. Purge the air from a partially filled syringe and connect the syringe to the stopcock. I. Open the stopcock and induce negative pressure. J. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. K. While maintaining the negative pressure, close the stopcock to the inflation port. L. Remove the syringe. M. To ensure all air is removed from the balloon and inflation lumen, repeat steps h-l. N. Prepare an inflation device with diluted contrast medium. O. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. P. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium.¿ the information available, nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 6mm x 15mm palmaz blue on aviator plus stent delivery system (sds) was delivered to the target lesion; however, the balloon was unable to be inflated. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will be returned for evaluation.